Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There was no device malfunction contributing to the patient death. Post-shock asystole is a known potential outcome of external defibrillation.

Event description:
A us distributor contacted zoll to report that the patient was treated by the lifevest and passed away on (B)(6) 2016. The patient was in a rehabilitation facility at the time of the event. The lifevest detected an arrhythmia (vf) at 03:21:44. The arrhythmia detection was not sustained long enough for the lifevest to deliver a treatment. A second run of vf was detected at 03:22:38. The lifevest deployed gel and delivered a treatment at 03:23:48. The post-shock rhythm was asystole. The patient remained in asystole or very slow bradycardia following the treatment. Asystole and bradycardia are considered non-treatable rhythms. After the treatment facility staff performed CPR on the patient. The electrode belt was disconnected at 03:36:45. The patient passed away at 04:01:00. Post-shock asystole is a known potential outcome of defibrillation.